Event description:
Receptionist at the general practitioner's office was taking closed sharps collector out for collection. Receptionist was holding the handle of the sharps collector and opened the door. While doing that the container bumped with leg and he/she received a needle stick from protruding needle.

Manufacturer narrative:
No sample was received for evaluation. However, a photo were received displaying the needle protruding from the sharps collector. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports. Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.